Event description:
It was reported by the affiliate that during a gastrectomy procedure, the teflon pad melted. Take new instrument. No further information is available. No pt consequence. One device returning.